Manufacturer narrative:
(B)(4).

Event description:
Register nurse contacted dexcom on (B)(6) 2016 on patient's behalf to report that on (B)(6) 2016 the receiver displayed error 146. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2016 on patient's behalf to report that on (B)(6) 2016 the receiver displayed error 146. At the time of contact, no injury or medical intervention was reported.